Manufacturer narrative:
This event was determined to be supplemental information, and the investigation findings will be submitted under MFR #: 3003752502-2025-00056.

Event description:
It was reported that the patient was placed on extracorporeal membrane oxygenation (ECMO) and pressures increased with flows falling within 1.5 hours. Cannulas were moved and also replaced for larger cannulas with no increase in flows. The oxygenator was replaced and flows returned.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.